Event description:
Olympus medical systems corp. (Omsc) was reported that the doctor noticed that the stent which was placed into the patient on (B)(6) 2014 migrated into the bile duct when he attempted to exchange it for a new stent. The flaps of the duodenum side were missing. He removed the migrated stent endoscopically and completed the procedure after he placed a new stent as scheduled. There was no patient injury reported regarding this event.

Manufacturer narrative:
The subject product was not returned to omsc for investigation since the user facility discarded it. The exact cause of the user's experience could not be conclusively determined. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc considers that the patient's internal environment such as chemical effect of digestive fluid or mechanical effect of peristaltic action caused the degradation and breakage of the flaps. The device instruction manual has warned users "after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps." This report is being submitted as a medical device report in an abundance of caution.